Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, the wound site became cloudy. This was observed as the surgeon was removing the phaco tip from the eye during sculpt phase. The surgeon settings were adjusted by a company representative. The surgeon suggested the cloudy appearance was a thermal burn. Additional information has been requested.

Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿the customer reported that during a cataract procedure, the wound site became cloudy. The event was observed as the surgeon was removing the phaco tip from the eye during the sculpt phase. The surgeon settings were adjusted by a company representative. The surgeon suggested the cloudy appearance was a thermal burn. The customer noted there was a pause in surgery. The surgery was completed. The cataract was removed. No intraocular lens (iol) was implanted, but this was not related to the event. The patient had a very small pupil (due to medication he was on). The consumables were not suspected to be faulty. The cumulative dissipated energy (cde) was approximately 33. The cde is the total u/s energy in foot pedal position 3 (both longitudinal and torsional). The case was completed with a total cde of 41.56. The longitudinal power and torsional power were not provided. Additional information was requested with none received to date. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 9, 2015. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6): preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).